Event description:
At some point during the use of a lifestent xl vascular and biliary stent in the femoral artery, an internal portion of the catheter came off and was retained in the pt's aorta. This was discovered on (B)(6) 2019 when pt was having an open aortic bi femoral bypass. A small plastic tube like structure was found by the surgeon in calcification and clot. This tube like structure was retained and examined. The structure is not radiopaque and unable to be seen under fluoroscopic examination or on CT. A similar lifestent xl 6 x 100 130 was examined and found to contain a similar tube like structure on the inner lumen of the stent guide. The surgeon was able to break off this inner lumen structure using significant force on the like catheter.